Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(4) 2013. It was reported to sunrise medical that the backrest brackets had broken. There were no falls or injuries reported due to this malfunction.